Event description:
It was reported that the implantable cardioverter defibrillator (ICD) exhibited bluetooth (ble) telemetry loss. No intervention was performed. There were no patient consequences reported.

Manufacturer narrative:
The reported event of an inability to connect with the implanted device was confirmed. Based on the review of the patient application logs, the application was unable to find the implanted device to establish connection. The device entered ble lockout due to an unknown error causing insufficient authorization. This behavior is per design specification as a part of a cybersecurity feature.

Event description:
Additional information received indicated the ble issue reoccurred. There were no reported patient consequences. Further information was provided but not received.